Event description:
Dj ortho painbuster/I-flow device used in 2003. Plaintiff's counsel claims in the complaint that plaintiff suffered permanent damage to the shoulder cartilage following application of the pain pump in the shoulder joint postoperatively as a local anesthetic with marcaine 0.5% and ropivacaine 05%. Plaintiff suffered severe pain and discomfort of the left shoulder as a result of the loss of cartridge, loss of use and function of the shoulder and arm, and required shoulder replacement surgery.

Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter and the sample eval. The report did not provide any info concerning the pumps, procedures, or other particulars of the alleged incidents. Without the actual product, part number, lot number, or details of the incident, an analysis cannot be conducted. No evidence was provided to confirm that the product in question was an I-flow manufactured device. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.